Event description:
It was reported by the aci sales professional that a (B)(6) obese female pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed evidence of calcification in the artery. It was reported that there were 3 sheath exchanges during the case. Following the procedure, the nurse who is a trained user of the mynx, used the mynx cadence for femoral arterial closure. There were no reports of complications during the procedure and mynx successfully achieved hemostasis. However immediately post closure, the groin was noted to be swelling so the nurse held manual compression for 30 minutes. An ultrasound was also performed and the result was positive for a pseudoaneurysm (psa). It was reported that thrombin was injected and the psa was resolved immediately. The pt was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1129706) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Review of the design/process (B)(4) confirmed that the failure mode is identified in the risk management document.